Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test and prime. All the operating currents were within specification. Off no power alarm did function properly. The device was received stuck in motor error loop during bolus/basal delivery and the error alarm was confirmed in history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error alarm test, excessive no delivery test and occlusion test due to the motor error alarms. The unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's insulin pump alarms spontaneously. The device resets itself and customer has to reprogram the time and date. Today was the second time in a week this issue occurred. Customer's blood glucose is 10.0 mmol/l. The device was not dropped or exposed to a strong magnetic field. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.